Manufacturer narrative:
(B)(4). Report source: ireland. The customer has indicated that the product will be returned to zimmer biomet and the investigation is in process. Once the investigation has been completed, a supplemental medwatch 3500a will be submitted. H3 other text : investigation incomplete.

Event description:
It was reported that the cutters are not meeting correctly. The event timing was not during surgery. No patient involvement or harm. It was reported that no further information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d10, g4, g7, h2, h3, h6 and h10. Review of the most recent repair record determined the device passed the sample mesh test. However, the cutter was damaged and the ratchet screw was missing which may impact performance. The cutter and screw were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The event is confirmed.

Event description:
No additional information is available.